Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the patient line. This occurred during use of peritoneal dialysis therapy. The patient further reported "that fluid was leaking from a pinprick in the patient line". The patient taped the tube and put that portion of the tube inside a bag. There was no patient injury or medical intervention associated with this event. No additional information is available.